Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 19065676. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19065676 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Root cause analysis: it was not possible to confirm the root cause of the reported issue in this instance. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Investigation conclusion: a review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. The patient was admitted to the hospital due to postoperative chemotherapy for gastric cancer. On (B)(6) 2020, before the nurse prepared to infuse the patient, first use a 0.9% ns10ml disposable sterile syringe to connect the infusion connector with batch number 19065676 to perform PICC tube flushing it was found that the syringe stopper could not be pushed and the blood could not be drawn back normally, so the infusion connector of the same batch number was replaced, and the 10ml disposable sterile syringe was reconnected, and the tube could be flushed normally. The event did not cause adverse effects on patients. The same problem with the infusion connector with batch number 25399884 has been reported on may 15, 2020, and the report code is 121330305202000033.